Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the lead was tested before implant, the helix would not extend after twenty rotations. The stylet was also manipulated in an attempt to get the helix to extend by pulling the stylet away from the tip of the lead but the issue persisted. The physician decided not to use this lead and a new lead was implanted. Patient was stable and recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.